Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer reported complaint during testing and evaluation. The ventilator passed 118 hours of extended test at the customer's settings without any unusual alarms or error conditions. The ventilator passed the initial final test and the initial alarm volume test with no restriction. The ventilator was opened up and inspected, and no anomalies were found.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device, one the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the ventilator stopped cycling and the low minimum volume alarm was sounding. There was no report of any patient involvement associated with this reported event.